Event description:
It was reported that the patient underwent an EKG which indicated they had sinus bradycardia with a heart rate of 52 beats per minute. The patient's implantable neurostimulator (ins) was on during the EKG, but it was noted that the patient was on other medications which could cause bradycardia. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30: serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ lead. Product ID 37752: serial# (B)(4), implanted:, explanted:, product typ recharger. Product ID 37743: serial# (B)(4), implanted:, explanted:, product typ programmer, patient product ID 3708160: serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ extension product ID 3708160: serial# (B)(4), implanted: (B)(6) 2009, explanted:, product typ extension. (B)(4).